Event description:
It was reported that during a low anterior resection procedure, the device was used at a very low position of the rectum. The first firing was completed without any problem. When the doctor opened the jaw, it was found that staples of the anterior bowel were deployed, but staples of the posterior bowel were not deployed at all at the upper side. Also, one quarter of the staples were deployed at the anus side. After the complaint device was fired, surgeon tried to continue making anastomosis with a circular stapler by using a space at the anus side where one quarter of staples were not deployed, but failed as the staple was not formed properly. Then, surgeon cut off the tissue with reload cartridge to remove the tissue and anus itself. The device was fired at the point about 2-3 cm away from the anus so the tissue was thick. Finally, a permanent artificial anus was created. The doctor commented that when the device was fired, it kept withdrawing the tissue. Then another cartridge was loaded and fired on the other part. The firing was completed without any problem. The patient is recovering rapidly without problem.

Manufacturer narrative:
Date sent: 05/21/2009. Information anticipated, but unavailable at this time.